Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance was observed in clinic due to possible twiddler's syndrome. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.